Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus tip and cursor did not align on the screen and the bezel shield assembly was replaced to resolve, and the stylus was recalibrated to the touch screen. The hard drive was reconfigured and the software was reloaded and updated. The device passed its final functional and system tests.

Event description:
It was reported that the programmer stylus could not reach the corner of the screen. The stylus was replaced and the programmer was power cycled, but the stylus could not be calibrated successfully. The programmer has been returned to service. There was no patient involvement.